Manufacturer narrative:
Manufacturing site: manufacturing site could not be identified because the product lot number information was not available. Investigation result: device evaluation could not be performed because the affected device was not returned. Lot history record review: lot history review of the reported sion blue could not be conducted because lot information was unavailable. All the shipped products were inspected in the production process and satisfied the product specifications and release criteria; therefore, it was concluded that there was no anomaly in product quality. Conclusion: based on the obtained information and referring to known similar event, it was presumed that tensional stress might have been locally applied to the subject sion blue guide wire during withdrawal attempts while the distal segment of the guide wire had been caught by the heavily calcified lesion. Consequently, the distal segment of the guide wire was separated. It was concluded that the reported event was not attributed to product quality. CAPA: no CAPA will be taken. The instructions for use (IFU) states: [warnings] ~ the coil section is especially fragile, so do not bend or pull it more than necessary. Otherwise, the guide wire may be damaged. ~ always advance and withdraw the guide wire slowly. ~ observe movement of this guide wire in the vessels. Before this guide wire is moved or torqued, the tip movement should be examined and monitored under fluoroscopy. Do not move or torque the guide wire without observing corresponding movement of the tip; otherwise, the guide wire may be damaged and/or trauma may occur. In addition, ensure that the distal tip of this guide wire and its location in the vessel are visible during manipulations of the guide wire. ~ never push, auger, withdraw, or torque this guide wire that meets resistance. Torquing or pushing this guide wire against resistance may cause damage and/or tip separation of this guide wire or direct damage to a vessel. Resistance may be felt and/or observed under fluoroscopy by noting any buckling of the guide wire. If the prolapse of the guide wire tip is observed, do not allow the tip to remain in a prolapsed position; otherwise, damage to the guide wire may occur. Determine the cause of resistance under fluoroscopy and take any necessary remedial action. ~ if resistance is felt due to spasm, bending of the guide wire, or due to trap while operating this guide wire in the blood vessel or removing it, do not torque and/or pull the guide wire itself. Stop the procedure. Determine the cause of resistance under fluoroscopy and take appropriate remedial action. If the guide wire is moved excessively, it may break or become damaged, which may cause blood vessel injury or result in fragments being left inside the vessel. [Malfunction and adverse effects]. ~ separation of the guide wire.

Event description:
It was reported that percutaneous coronary intervention (pci) was performed for a severely calcified lesion with moderate bending from the left main trunk (lmt) to the proximal left anterior descending artery (lad). An asahi sion blue guide wire was used during the procedure. The tip of the subject sion blue guide wire became trapped in tissue. When the guide wire was removed from the patient's body, tip separation was observed. Additional stent deployment was then performed to secure the fragment on the vessel wall. It was informed that no health hazard was caused to the patient.